Event description:
A distributor reported that a user facility had performed a thermage treatment on a patient and the patient received a burn. Solta medical branded cryogen and a sufficient amount of coupling fluid was used with the highest level of treatment at 4.0. The treatment tip was inspected prior to use and through the procedure every 50-80 pulses with no discrepancies observed. The left side of the patient¿s face was treated with no issues. When the right-side treatment of their face began, the patient complained of smelling a burning odor but did not feel anything abnormal. The customer stopped treatment and inspected the tip but did not see any problems. The treatment continued until about 600 pulses when some red wheals appeared on the patient¿s right cheek. The patient was immediately treated with a cold compress for 1 hour and some burn ointment. They were advised after to continue treating the area with a cold compress for 24 hours. Pictures of the patient were reviewed, and multiple scabs were shown on the right side of their face. The patient had not received any other treatment in the same symptom area on the procedure day or within 30 days prior. Their current status, is the scabs had fallen off but is unknown if there will be any permanent scars.

Manufacturer narrative:
The data log and treatment tip were requested to be returned for evaluation but have not yet arrived. A plant evaluation is underway.

Manufacturer narrative:
The data log from the patient event was reviewed but there was no patient event data found for the reported date of treatment. The treatment tip was evaluated and it passed, flow, leak and thermistor testing however, it failed functional and visual inspection. During evaluation of the tip, sparks had occurred when energy was delivered and service confirmed damage to the tip membrane along the radio-frequency (rf) trace. Breakdown of the dielectric material, and/or build-up of foreign substance on the dielectric membrane, can cause the rf energy, delivered by the system, to focus in a small area of the membrane rather than to be uniformly distributed over the entire membrane area. Defects on the tip membrane can lead to a rise in temperature of the tip during treatment and can potentially cause patient burns. Investigation has found stress concentrations on the flex assembly at the adhesive edge which damages the rf trace, can cause arcing and subsequent burn-through of the flex circuit membrane. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. No corrective action required. Based on the available information, this event was most likely caused by damage on the tip membrane. According to thermage cpt system technical user¿s manual, burns, blisters, and scabbing are known possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.